Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported during the index procedure after the stent graft system was implanted a type ia endoleak was observed. The physician elected to implant heli-fx endoanchors and successfully deployed 7 endoanchors below the proximal neck. The endoleak resolved. The cause of the was determined as procedure related. No additional clinical sequelae were reported and the patient is fine.